Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with a 250cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. As a result, the patient underwent left side device explantation and replacement with catalog number 3501635; serial number (B)(4) on (B)(6)2021.

Manufacturer narrative:
On october 18, 2021, the mentor failure analysis lab received the device for evaluation. On october 21, 2021, device and photo re-evaluation was completed. Mentor conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 250cc no apparent damage or visual anomalies were observed. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a tear at a junction at the valve system. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. On october 22, 2021, mentor became aware that incorrect expiration date of the lot was mistakenly reported under previous submission. Hence, expiration date of lot 6534549 has been corrected updated from "1/6/2016" to "1/1/2016" under field d4 on this form. Manufacturer¿s reference number: (B)(4).